Manufacturer narrative:
Patient identifier , weight: not specified. A sample of 3m micropore surgical tape was not received. Production records were reviewed for the reported lot and no issues were indicated.

Event description:
Received from (B)(6): a patient had an operation due to underarm odor and 3m¿ micropore¿ surgical tape was applied after the procedure. About 30 minutes later, skin redness, itchiness, swelling and a few blisters resulted in the tape application area. The skin was wiped with alcohol, dexamethasone was given intravenously and applied topically to the skin, and the area was no longer covered with 3m tapes and elastic bandages. After treatment, the symptoms were alleviated.